Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge change errors occurred during the load sequence with multiple cartridges. There was no reported impact to the customer's blood glucose. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.